Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed due to suture was not returned and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to the circumstance of the procedure. Factors that may contribute to a device entrapment, include but are not limited to; tissue or suture caught in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after suture deployment, the foot of the device was closed and the suture got stuck in the foot of the device as the suture was not tight enough. The physician had to cut the suture to remove the device. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a 20f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.